Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, but based on the investigation details, the reported condition of the device overheating and smoking during usage could not be duplicated. Svc replaced the backbrace, flange nuts, and other components as signs of third party parts were found. The device was returned to the customer.

Event description:
It was reported that the handpiece began to overheat and smoke during a procedure where the account was reaming femur. The procedure was continued with another device. There were no adverse consequences reported as a result of this event.